Manufacturer narrative:
(B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted during a laser ureterolithotomy procedure performed on (B)(6), 2015 without any issues. According to the complainant, on (B)(6), 2015, the patient went to accident and emergency (a&e) due to intense pain. . The patient was given an unknown treatment for the pain, and the stent was removed by cystoscopy in a&e. Reportedly, after the stent was removed, "the patient immediately got better". The patient's condition after the procedure was reported to be stable, and the patient was discharged on the same day.